Manufacturer narrative:
The device in question is a peripheral hardware component used in conjunction with our ereader medical device. There was no deficiency noted with the ereader unit that was connected to the power supply adapter. The complaint product was not returned for evaluation. Though a root cause cannot be conclusively determined, a review of this event and other similarly reported events found that the issue may be attributed to the manufacturer of the power supply adapter. The issue has been escalated for further review and investigation. Escreen will continue to monitor and trend this issue

Event description:
The customer reported that there was a buzzing sound coming from their ereader device. The black box and cord of the power supply were noted to be very hot. Additional information with regards to whether any injury occurred was not provided.